Manufacturer narrative:
A ge service rep evaluated the system and replaced the high voltage cable. The system operates as intended.

Event description:
The customer reported, the system would not display a usable image. No pt injury was reported.